Event description:
It was reported that the etching exhibited strong discoloration. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for investigation. The investigation of the combination wrench showed that the visible traces on the surface only consisted of rust. These traces can develop if the wrenches are not cleaned properly or if they were not dried properly after cleaning (residual moisture will create rust film). This would lead to the development of rust. Further, it should be noted that these wrenches cannot be manufactured from absolutely stainless steel. A new combination wrench, which is of a better quality, was approved for the market and is already available. The investigation of the other instruments showed that the visible traces can easily be removed manually. The root cause was determined to be incorrect cleaning or maintenance. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.